Event description:
The parents called to report the pt was hospitalized for high blood sugar levels. It was indicated that the customer was treated with an insulin drip. The pump had the correct settings and passed the functional tests. It was stated that the customer may have a possible infection or pneumonia.